Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch emdr-55582. Aware date should have been listed as 10/22/2024.

Event description:
Physician reported left side rupture. Device remains implanted.

Event description:
Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported left side rupture. Device remains implanted.

Event description:
Physician reported left side rupture. Device explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on october 03, 2024, with lot number 3385464. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on anterior side assessed as surgical damage. As per the investigation procedure missing piece of shell assessed as inconclusive was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.